Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / pain / pain"), genital haemorrhage ("bleeding / abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and toothache ("dental problems: tooth ache") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: patch. Concurrent conditions included prolonged periods, clotting disorder, pain ovarian, cerebral perfusion pressure decreased and uterine bleeding. Concomitant products included estradiol from 2005 to 2009. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping/ pain"). On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2011, the patient experienced dental caries ("dental problems: cavities"), menorrhagia ("longer periods and heavy clots/menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), toothache (seriousness criterion medically significant) and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with ibuprofen, paracetamol (tylenol), paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets), 3 root canals, cleanings and surgery (3 root canals, cleanings and underwent a hysterectomy in order to remove the defective essure coils,bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, toothache, dental caries, menorrhagia, abdominal pain lower, hypersensitivity, migraine, headache, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, dental caries, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, toothache, uterine haemorrhage and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, pelvic pain, uterine hemorrhage (confirming genital hemorrhage). Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event outcome updated: dysmenorrhea (cramping).event clubbed: longer periods and heavy clots/menorrhagia. Event onset date were added. Historical drug added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / pain / pain"), genital haemorrhage ("bleeding / abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and toothache ("dental problems: tooth ache") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included prolonged periods, clotting disorder, pain ovarian, cerebral perfusion pressure decreased and uterine bleeding. Concomitant products included estradiol (fem patch) from 2005 to 2009. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping/ pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), toothache (seriousness criterion medically significant), dental caries ("dental problems: cavities"), menorrhagia ("longer periods and heavy clots"), hypersensitivity ("allergic or hypersensitivity reaction"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with paracetamol (tylenol), ibuprofen, surgery (underwent a hysterectomy in order to remove the defective essure coils,bilateral salpingectomy) and surgery (3 root canals, cleanings). Essure was removed in 2014. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, toothache, dental caries, menorrhagia, abdominal pain lower, hypersensitivity, migraine, headache and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, dental caries, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, toothache and uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, pelvic pain, uterine hemorrhage (confirming genital hemorrhage). Most recent follow-up information incorporated above includes: on 1-mar-2018: plaintiff fact sheet and medical records received. Events added from pfs- allergic or hypersensitivity reaction, migraines, headaches, dental problems, dysmenorrhea (cramping), longer periods and heavy clots. Event per mr: abnormal uterine bleeding. Reporter information, concomitant disease was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / pain / pain"), genital haemorrhage ("bleeding / abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and toothache ("dental problems: tooth ache") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included prolonged periods, clotting disorder, pain ovarian, cerebral perfusion pressure decreased and uterine bleeding. Concomitant products included estradiol (fem patch) from 2005 to 2009. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping/ pain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), toothache (seriousness criterion medically significant), dental caries ("dental problems: cavities"), menorrhagia ("longer periods and heavy clots"), hypersensitivity ("allergic or hypersensitivity reaction"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with paracetamol (tylenol), ibuprofen, surgery (underwent a hysterectomy in order to remove the defective essure coils,bilateral salpingectomy) and surgery (3 root canals, cleanings). Essure was removed in 2014. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, toothache, dental caries, menorrhagia, abdominal pain lower, hypersensitivity, migraine and headache had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal pain lower, dental caries, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, toothache and uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, pelvic pain, uterine hemorrhage (confirming genital hemorrhage). Most recent follow-up information incorporated above includes: on 13-mar-2018: plaintiff fact sheet received. Patient information updated. Outcome for dysmenorrhea was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / pain / pain"), genital haemorrhage ("bleeding / abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and toothache ("dental problems: tooth ache") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included prolonged periods, clotting disorder, pain ovarian, cerebral perfusion pressure decreased and uterine bleeding. Concomitant products included estradiol (fem patch) from 2005 to 2009. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping/ pain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), toothache (seriousness criterion medically significant), dental caries ("dental problems: cavities"), menorrhagia ("longer periods and heavy clots"), hypersensitivity ("allergic or hypersensitivity reaction"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with paracetamol (tylenol), ibuprofen, surgery (underwent a hysterectomy in order to remove the defective essure coils,bilateral salpingectomy) and surgery (3 root canals, cleanings). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, toothache, dental caries, menorrhagia, abdominal pain lower, hypersensitivity, migraine, headache and vaginal haemorrhage had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal pain lower, dental caries, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, toothache, uterine haemorrhage and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, pelvic pain, uterine hemorrhage (confirming genital hemorrhage). Most recent follow-up information incorporated above includes: on 14-aug-2018: plaintiff fact sheet- event vaginal bleeding was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, 22 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). On (B)(6) 2010, the patient had essure inserted. The patient was treated with surgery (underwent a hysterectomy in order to remove the defective essure coils). At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.